Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the front and rear therapy electrodes. The patient's physician determined that the irritation on the patient's back was fungal and the irritation on the chest was bacterial. Nystatin was prescribed for the rear irritation and a bacterial cream for the chest irritation. The irritation improved.